Event description:
It was reported that the pt's stimulation was "all over the place" (described as "spastic feeling all over her body") and a change in therapeutic effect following an MRI. It was believed that the neurostimulator was on during the procedure. The MRI (fast spin echo) lasted about 25 minutes and the magnet strength was 1.5 t. The scan sequence was axial, pp, fse, fat, and sat and it was noted that an extremity coil was used. The pt had been asked if she had any implanted devices and she had answered no. Subsequent info obtained indicated that the company rep met with the pt. Impedance measurements were reported as fine and her stimulation was noted as off at the appt. The stimulation was turned back on and the pt felt it as normal as it had been before the MRI. No reprogramming was needed. If additional info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).